Event description:
I had a ventral hernia repair in 1999. This was one of three surgeries in a 12 mo period to repair the hernia. The implant of the bard/davol marlex mesh patch catalog #0112650 failed. I have had recurring side effects. Crohn's like symptoms - I do not have crohn's disease - the symptoms include extreme pain/cramping in the area of my lower intestines, colon, constant diarrhea, bloating and difficulty passing body waste - very liquidy - since 2002. The entire hernia area has been protruding - since 2002 - and looks like an egg on my chest. It causes pain, and is swollen. I have discussed these issues with a couple of my md's and was told by them that I could possibly have ibs, but soon after the protrusion of the implant occurred, those symptoms began, and have not ceased.